Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: a flickering image due to bad cable, a failed water leak test from the cable, and a faded serial plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the image disappears /darkens, and the visual field was suddenly lost on the camera head. The issue was found during reprocessing and there was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, flickering image occurred due to communication failure caused by cable failure. It is likely that cable failure was caused by cable watertightness failure. However, a definitive root cause could not be determined. As to cable flooding, the phenomenon might be prevented by following the description in the instruction manual below: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.